Event description:
The device was used during a bowel resection procedure. Reportedly the instrument misfired. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
12/05/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.